Manufacturer narrative:
This report is submitted on june 1, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. There are plans to remove the abutment, but the procedure has not yet occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 in order to remove the abutment. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). This report is submitted on september 22, 2021.